Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. However, the investigation determined that component failure was the most probable cause of this complaint. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope was found to have corrosion on air/water delivery nozzles. There was no patient involvement.